Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 one day after surgery impedances were checked and the result was 400000 ohms on socket ii, electrodes 8-15 and under 4000 ohms on socket I, electrodes 0-7. On (B)(6) 2013, the patient went into surgery to revise what was wrong with the implant. It was noted that during surgery impedances were checked and the results were normal. The doctor checked the extension connection to the implantable neurostimulator (ins) header by unscrewing and taking the extension connector cable out of the header and re-inserting it, then screwing it back again and checking the impedances and got 40000 ohms socket ii and connected it to socket I and got under 4000 ohms. The doctor concluded that the issue was with socket ii of the ins header. The problem was resolved by replacing the ins and checking impedances which resulted in normal results for both sockets. The patient¿s outcome was stable with operating therapy. Additional information received reported that the dates previous reported were incorrect. (B)(6) 2013, was the correct date for when impedances were discovered and (B)(6) 2013 is when surgery was to revise the issue.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.